Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator was on patient the tidal volumes appeared to be low. Respiratory therapist (rts) swapped vent and there was no patient harm.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. Informed customer that the issue is likely related to the plv alarm. Logs check reveals persistent plv alarm. Advised that the vent can return into use. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Root cause was determined due to user fault, lack of training / understanding of the bellavista plv (pressure limited ventilation) lung protection safety feature.